Event description:
The rptr did meter to lab comparison tests, in a fasting state, 45 minutes apart. Rptr's results were 124 mg/dl on the meter, and 172 mg/dl at the lab. Rptr did not have any symptoms. A control solution test was not done due to unavailability of supplies. No harm was alleged.